Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 402 mg/dl at the time of the event. Troubleshooting was partially performed and customer declined later. It was unknown that the auto mode feature was active at the time of the event and unknown that the pump been used for 48 hours. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.